Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh removal surgery on (B)(6) 2005 due to difficulty emptying bladder, urinary retention requiring catheterization, constipation, pressure and pain in the perineum, pain in the suprapubic area and urethra, pelvic pain, urinary tract infection, and mesh erosion into the urethra. The patient had a sling inserted for urinary incontinence on (B)(6) 2006. (B)(4) constipation occurred.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/22/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent cystourethroscopy with urethroplasty, excision of vaginal wall cyst, anterior vaginal wall advancement flap, and excision of urethral stricture on (B)(6) 2006. No additional information was provided. (B)(4).